Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument wouldn¿t hold needle securely, slip in jaw slightly, no patient harm, no visible damage to instrument, inspected prior to use. Instruction for use was followed in the sterile processing department. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial report said the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgical task performed was holding a suture to suture. No cable breakage was noted. There was no fragment falling inside patient anatomy. It is unaware if the instrument collided with any other instrument or tool during the procedure. The wrist was straightened upon final removal of the instrument. The patient demographics was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have blade damage at the entire blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.